Event description:
Endocrinologist reports that he along with 3-4 certified diabetic educators have noticed that their readings stored in the meters are actually different from what is displayed and recorded by their patients. No adverse events reported. Safety issues: difficult to manage patients.